Manufacturer narrative:
(B)(4).

Event description:
Procedure type: small bowel resection. According to the reporter: during procedure, the device correctly stapled and cut but it got stuck shut on tissue. The surgeon had to cut the tissue to free the device.